Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading of 17 mmol/l. The customer stated that prior to the hospitalization, he did not prime the insulin pump properly when he changed his infusion set, which resulted in him missing 14 units of insulin and elevated blood glucose levels ranging from 20 to 27 mmol/l. The customer also stated that he treated for the high blood glucose levels with manual injections and changed his infusion set, but the elevated blood glucose levels persisted. The customer then stated that this is when he went to the hosp for treatment. Troubleshooting was performed and the insulin pump passed the high pressure test. Nothing further was reported.